Event description:
It was reported that while in the cardiac cath lab (ccl), the intra-aortic balloon (iab) was prepped and calibrated in the "normal fashion." Upon inserting the iab through the 8fr sheath, the md met with "a lot of resistance." The ccl manager reported that the iab unraveled and as a result, another iab was opened, prepped and used without difficulties. There was no reported pt death or injury. Medical/surgical intervention was not required. The iab therapy was interrupted / delayed; however, the time frame is unk. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.